Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as there was a short and moderately angulated aortic neck. It was reported that during the final angiogram there was a type I endoleak present. The physician placed a 36 talent aortic cuff and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results and conclusion: (endoleak). (Short and moderately angulated aortic neck). Patient code: other, secondary intervention.